Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a low blood glucose (bg) level of 12 mg/dl. Cause of low bg was unknown. Customer was treated with sugar water and intravenous fluids of saline and insulin. Reportedly, low bg resulted in unconsciousness and nerve damage in customer's foot. Customer was released from the hospital 15 days later.